Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2016, it was reported that the device was eating skin. It happened during surgery however, no harm was involved. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(4) 2010 where it was reported that the device was eating skin and the roller, worn bushings, worn side plates, damaged comb, and gears were replaced and the ratchet was repaired. This is not a related issue. Initial qa inspection of the skin graft mesher on december 12, 2016 revealed that the pre-test on the device could not be performed due to the damaged comb. The visual inspection revealed that there was damage to the roller gear, roller and side plates. It was noted that all the cutters that were sent in for evaluation were received loose in the case. Repair of the skin graft mesher was performed by zimmer biomet surgical on december 12, 2016 which included replacement of the side plates, bushings, roller, comb, roller gear and ratchet gear. The 1.5:1 ratio cutter, serial number (B)(4), produced an incomplete cut and was deemed non-repairable. The 2:1 ratio cutter, serial number (B)(4), 3:1 ratio cutter, serial number (B)(4), and 4:1 ratio cutter, serial number (B)(4), all produced passing cuts. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the comb was damaged. The reported event was confirmed since during the initial inspection it was noted that the comb was damaged. The root cause of the reported event was due to the damaged comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was eating skin. It happened during surgery, however, no harm was involved. No adverse events were reported as a result of this malfunction. Initial inspection revealed that the comb was bent.